Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed batter test alarms during testing. There were no unexpected external ram crc error alarms or unexpected restart alarms noted during testing. There were no unexpected pump restarts or reset time/date anomaly noted. The pump passed the functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The pump had multiple displayable history crc check failed on startup alarms in the alarm history file. The displayable history crc check failed on startup alarms were due to a corrupted history file. The pump had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she needed assistance with setting up her insulin pump. Customer stated that she was trying to change her infusion set but needed to change her batteries 3 different times. Customer stated that the battery stopped one time during the rewinding of the pump. Customer had a bad battery and the pump just went out. Customer dropped the insulin pump and lost her pump information. Customer reported that all of her settings were gone. Customer blood glucose was less than 400 mg/dl. Customer had a no reservoir alarm after performing the displacement test. Customer also had an unexpected restart alarm, external ram crc error alarms, and displayable history crc check failed on startup alarms in the alarm history. Troubleshooting was performed and customer was explained that this is normal pump behavior but the pump would need to be replaced since she received 3 displayable history crc check failed on startup alarms.